Event description:
Two days after uncomplicated essure procedure, pt with no prior history of chronic pelvic pain reported right-sided cramping and was treated with oral nsaids. Twenty days after procedure, pt returned to physician with further complaints of bilateral pelvic pain and fairly constant "poking" pain radiating to her right leg. Unremarkable physical examination, no fever, discharge or vaginal bleeding. Ultrasound was notable for proper micro-insert location and suggested a hydrosalpinx. Flat-plate x-ray was unremarkable. Pt was treated with doxycycline for 10 days and required oral narcotic pain relief. Ten weeks after procedure, pt underwent laparoscopy for evaluation and treatment of pain. At time of surgery, micro-inserts were found to be properly placed with no evidence of perforation or pathology. Bilateral salpingectomy performed. Final tissue pathology showed no diagnostic abnormality and grossly unremarkable micro-inserts. The pt's postoperative course was unremarkable and pain was resolved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.